Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced poor air and water supply. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that foreign matter was found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle had foreign material due to insufficient cleaning. Additionally, due to looseness of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to the wear of angle wire, the play of the up/down (u/d) knob was out of the standard value. An abnormal sound was made due to damage on the right/left (r/l) knob. The bending section cover (a-rubber) had a scratch. Adhesive on bending section cover (a-rubber) had a chip. The r/l knob had a scratch. The lock engagement lever knob had a scratch. The light guide lens had a scratch. The connecting tube had a dent. The connecting tube had a wrinkle. The scope connector cover had a scratch. The scope connector had a scratch. The universal cord had a scratch. The grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The connecting tube had a dent. The lock engagement lever had a scratch. The control unit had discoloration. The control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.